Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed and the system board was replaced to remedy the problem. The device was recertified and returned to the customer. The system board was returned to zoll medical us; the malfunction was duplicated and attributed to a fractured solder joint located on the pad of a ferrite component on the system board. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's screen turned completely white, went blank and the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2017-00722 from the same customer with the same device.